Event description:
Customer complaint - limited data available hi the meter readings are not correct. Can you please help me with returning this and refund. I tried testing in the morning with fasting. It's shows 3 different numbers like 127,104 and 92 for 3 consecutive tests taken immediately.

Event description:
Customer complaint - limited data available . Customer noted that the meter's reading were incorrect.